Event description:
Complainant alleged that while attempting to analyze the heart rhythm of a pt in cardiac arrest, the device intermittently prompted a "pads off" message. Complainant indicated that the device was ultimately able to obtain an ECG signal and discharge at 120 joules to the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.